Event description:
Reportedly, at the end of the implantation procedure on (B)(6) 2015, the ventricular lead impedance was below 250 ohm (as measured by the physician). After reviewing the connections, the lead impedance measurement showed the same results. On the next day, the lead impedance value had increased to 650 ohm and both sensing and stimulation thresholds were regular in all the measurements performed in different conditions.

Event description:
Reportedly, at the end of the implantation procedure on (B)(6) 2015, the ventricular lead impedance was below 250 ohm (as measured by the physician). After reviewing the connections, the lead impedance measurement showed the same results. On the next day, the lead impedance value had increased to 650 ohm and both sensing and stimulation thresholds were regular in all the measurements performed in different conditions.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.